Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the fox sv 5.0x40mm was used during a shunt pta and rupture occurred after the fourth inflation at 22 atm. The balloon was removed without incident and another balloon catheter was used to complete the procedure. There were no reported adverse patient sequelae. No additional information available.